Event description:
Report rec'd from abbott international affiliate (abbott canada) that states: "the unit does not recognize (on c channel) the volume to be infused. A nitroglycerin infusion was set at 20 ml/hr and the dial turned to the vtbi to set a limit of 200ml. The infusion ran at 200ml/hr, it did not regognize the switch to the dose limit. Blood pressure was significantly lowered but the pt was stabilized." The nurse reportedly realized the pump was delivering at 200ml/hr shortly after it was set. "He did not think the pt got any more than biomed." It was thought that "the prompt for set rate did not change to vtbi set." No further info was available.